Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the reported ventilator device at the hospital. An internal fail mechanism issue were reported, no errors could duplicated during the onsite investigation. Complete full calibration, functional testing and safety check to factory specifications. The device was returned to the customer and cleared for clinical use. The review of the received customer ventilator logs shows that the system detected a leakage during pre-use check on the reported date of event, the pre-use check did however pass which indicates that the cause to the detected leakage was corrected. A previous performed pre-use check at the end of the month march month shows that the air gas supply was too low, below 2bar. The connected gas supply must be in the range between 2 ¿ 6 bar, pre use check failed due to the low air gas supply. The technical log do not contain any technical alarms that could indicate on a permanent device malfunction. The established findings by the log review are user related issues.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).